Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the seat rails are not connecting to the frame when the chair opens all the way. Dealer is stating that the frame appears to be bent, but doesn't know if it is the seat or base frame that is causing the issue.